Event description:
It was reported that when the leads were placed, the entry was difficult and the leads were difficult to keep posterior. After the procedure, the patient complained of shooting pain in the big toes and medication that was administered was unable to resolve pain. The physician opted to remove the leads and the patient was doing well postoperatively. The removed leads were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7299154 UDI: (B)(4).